Manufacturer narrative:
The device was performed at the philips authorized repair facility. The testing indicated that the speaker produced no sound and the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation at bench repair for an unrelated issue, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.